Manufacturer narrative:
Concomitant product(s): a 6949 lead, implanted: (B)(6) 2007; 5092 lead, implanted: (B)(6) 2001; 5076 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation due to the left ventricular lead. The lead was reprogrammed and remains in use. The patient is a participant in (B)(6) trial clinical study. No further patient complications have been reported as a result of this event.